Event description:
User experienced discrepant tsh and ferritin results for one patient. In 2008, initial tsh result 0.044 mlu/ml, repeated twice gave 3.29 mlu/ml both times; initial ferritin 0.618 ng/ml, repeat 57.75 ng/ml. On two days later, repeat tsh gave 2.52 and 3. 30 mlu/ml; repeat ferritin gave 64.46 and 62.47 ng/ml. The physician questioned the tsh and ferritin results and ordered more tests (free t4, iron and tibc) based on the initial results. The patient was not adversely affected. The field service representative could not duplicate the problem or determine a cause. Performance tests were performed.